Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported he hadn't used the insulin pump for a period of time due to not having supplies. Customer reconnected to the device and the following day it alarmed no delivery and low reservoir. Customer's blood glucose was 600 mg/dl yesterday and today it was 400 mg/dl. Customer treated with manual injections. Customer was advised to disconnect and perform fixed prime, insulin did exit and alarmed no delivery. Customer ran out of insulin so was advised to fill a new one and manually push insulin through tubing, insulin did exit. Customer was advised to run a manual prime, insulin did exit and did not alarm. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.